Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an "issue" with the cartridge. Reportedly, the customer did not observe any damage to the cartridges and was unable to specify the issue. Blood glucose level was 54 mg/dl.